Manufacturer narrative:
This report was originally submitted via asr on report ID # (B)(4) in q2/2015 of the asr report submitted to the FDA on #e2011006, which was revoked on 10/02/2017. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Manufacturer report ID #2124215-2015-04849 corresponds to the initial asr report submitted for exemption #e2011006. Boston scientific received information that this product was part of a system which was infection. The lead remains implanted. There were no adverse effects reported. Additional information received noted that this device was extracted due to an infection. The distal portions of the leads were left insitu, while the proximal portion of the lead will be returned along with the device. No additional adverse patient effects were reported.